Event description:
My son's malem bedwetting alarm is acting very strange. When I insert batteries, it makes a clicking sound which continues endlessly. When I insert the sensor, it starts to get warm like something is stuck in the alarm system. The heat that is coming from the alarm is significant and is not something that can be worn on the child's clothing. It is enough to burn skin. The alarm is defective.